Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the outer insulation was breached, and there was blood on all conductors (non-obstructing). It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, there was difficulty positioning/fixing the lead and there high thresholds. The lead was not implanted. No patient complications were reported as a result of this event.